Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented to emergency department with hip pain. Identified on x-ray femoral implant broken on left side. Accolade tmzf stem, head and trident insert removed and replaced with exeter stem, v40 head and trident 10 degree polyethylene insert. Identified on x-ray 9 years after initial surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. Disassociation and altr was confirmed through medical review and mar. Device evaluation and results: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured in the approximately 12 mm proximal from the calcar. All surfaces of the neck-trunnion exhibited wear and material loss from movement against the femoral head taper. No original machined surfaces remained. The neck-trunnion of the femoral stem was likely damaged through impingement contact with the acetabular insert and shell. The stem fracture surface was analyzed under a scanning electron microscope (sem) for further evaluation. Medical records received and evaluation: a review of the provided medical records, x-rays and mar by a clinical consultant noted the following: procedure-related factors: component malposition of partly undetermined type. Inappropriate use of a 10° liner in a cup shell with already optimal inclination. Patient-related factors morbid obesity (bmi = 50). Device-related factors: none as also supported by mar findings. Diagnosis: component malposition has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage with trunnion fracture as final effect. Morbid obesity may have accelerated the adverse outcome. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other event for this lot. Conclusions: a review of the provided medical records, x-rays and mar by a clinical consultant concluded [...] Component malposition has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage with trunnion fracture as final effect. Morbid obesity may have accelerated the adverse outcome. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Patient presented to emergency department with hip pain. Identified on x-ray femoral implant broken on left side. Accolade tmzf stem, head and trident insert removed and replaced with exeter stem, v40 head and trident 10 degree polyethylene insert. Identified on x-ray 9 years after initial surgery. Update: malposition of trident shell identified through medical review.